Event description:
The customer reported being hospitalized due to diabetes related problems. The customer was in the hospital six times and for a total of 30 days. The caller stated that the doctor believes her diabetes was too unstable for the insulin pump to work at the time, and she will go back on manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.